Event description:
After the inspire implant procedure, the patient developed a pneumothorax and required 2% oxygen to maintain sat level above 90. Physician consulted with radiologist and pigtail catheter was placed with guidance of CT fluoroscopy. Patient to be kept overnight. This resolved the issue.